Manufacturer narrative:
The reported "no video image" was confirmed during analysis of the device. Incidental findings from the evaluation noted: image distorted, up/down angulation knob play, umbilical cable severe crush, lightguide prong cover glass set loose, suction tube resistance, passed wet/dry leak test, umbilical cable bump at pve side, up/down control knob/lever markings faded, right/left control knob markings faded, up/down brake knob/lever markings faded, and right/left brake knob markings faded. Should additional information become available, a supplemental report will be filed.

Event description:
A customer reported no video image with a ec38-i10l- video colonoscope. Additional information was provided by the user on 13-oct-2021 stating the user reported the issue occurred during procedure. It was not stated if an accessory was used during the procedure. The user also stated there were no patient/user injuries, adverse events, delay or medical intervention reported.